Event description:
In 2009, the pt was treated for a ruptured aneurysm with four gore excluder aaa endoprostheses. Two months later, computed tomography showed a proximal type 1 endoleak. The following month, the pt underwent a reintervention where a gore excluder aaa endoprosthesis aortic extender component was placed and excluded the proximal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.